Manufacturer narrative:
One device was returned for repair with complaint that the cassette alarmed whenever the latch was closed. No event history was found related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint was not confirmed. Visual and functional testing was performed. Device did not alarm when performing latch lock test and downstream occlusion (dso) tests several times. Device passed all test criteria.

Event description:
It was reported that the pump alarmed the cassette alarm whenever the latch was closed. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.